Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # iyzd20244. Additional information was requested and the following was obtained: did you receive any additional information on what is meant by, the device was defective? How was the case completed? No additional info. Case completed w/another device of same product code. The device was received the lower jaw detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. No conclusion could be reached as to what could cause this type of issues. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the device was defective. No other information available. Unknown how case was completed. There were no adverse consequences for the patient.